Event description:
It was reported that during the procedure, the laser fiber end began to smell like burning and smoking. The fiber was removed from the console, and it was very hot to the touch. The fiber had detached from the rubber coating and was charred at the end. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during the procedure, the laser fiber end began to smell like burning and smoking. The fiber was removed from the console, and it was very hot to the touch. The fiber had detached from the rubber coating and was charred at the end. The physician replaced the fiber, and the procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical analysis of the product could be performed. The reported device allegation cannot be confirmed. Based on the information available the cause that contributed to the information available the cause that contributed to the reported event cannot be established.